Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the reported issue. The issue was duplicated and isolated to dip switch #4 being on position. Additional problem found the unit is due for a 6 year pm (preventive maintenance). As a resolution the dio switch #4 switched to off position and the display operates normally. Unit passed all testing. Performed 6 year pm (preventive maintenance).

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 has blank display. As of this time, there is no information about patient involvement associated with this reported event.